Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to deploy (wall apposition) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.5x28 mm xience alpine stent was successfully implanted in the distal left anterior descending (lad) coronary artery. The xience was not well apposed to the vessel wall due to calcium. The 2.5x15 mm nc traveler was inserted for post dilatation but it was unable to cross due to the anatomy. A non-abbott 2.5x12 mm non-complaint balloon was used to complete the procedure. The final outcome was good with timi iii flow. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.